Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 415 mg/dl. Customer's current blood glucose was 128 mg/dl. Customer stated they were not getting insulin, so they changed infusion set until blood glucose was normal. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of reported event. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.